Event description:
The clinician reported that on the day the dental implant was placed, in ada 4 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: primary stability was not achieved and immediate extraction site. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.